Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned high glucose results for 1 neonate patient tested on multiple accu-chek inform ii meters and 2 test strip lots. Based on the data provided, discrepant results were identified between inform ii meter serial numbers (B)(4) using strip lot 476829, a cobas 8000 system, and radiometer blood gas analyzers. On (B)(6) 2018 the patient had been tested on a radiometer blood gas analyzer for an unrelated reason at 4:03 a.m. And the glucose result was 2.2 mmol/l. The patient was tested on the radiometer blood gas analyzer at 5:17 a.m. With a result of 2.9 mmol/l. The patient was tested on accu-chek inform ii meter with serial number (B)(4) using strip lot 476463 at 11:28 a.m. With a result of 3.3 mmol/l. The patient was then tested on accu-chek inform ii meter (B)(4) using strip lot 476829 at 12:46 p.m. With a result of 3.8 mmol/l. The patient was tested on the same meter and strips at 2:05 p.m. With a result of 3.8 mmol/l. The patient was tested on accu-chek inform ii meter (B)(4) using strip lot 476829 at 3:34 p.m. With a result of 4.7 mmol/l. A sample was drawn for the laboratory at 3:43 p.m and the glucose result was 1.3 mmol/l. When wanting to discharge the patient, hospital staff thought the glucose result of 1.3 mmol/l from the laboratory was too low and contacted the laboratory who performed a galactose test. The patient was diagnosed with galactosaemia and was not discharged. The customer is concerned that the inform ii system may not be suitable for neonates due to missing a diagnosis of hypoglycemia in an infant with galactosaemia. The customer is aware that product labeling advises that blood concentrations of galactose > 15 mg/dl will cause overestimation of blood glucose results, however, galactosaemia is not typically clinically manifested in the first few weeks and is not normally suspected in neonates. The patient was tested further while in the hospital and further discrepant results were generated. Refer to attached data for these results. There is no information to reasonably suggest the patient was adversely affected. Both meters and the test strips were requested for investigation. On (B)(6) 2018 the customer removed all test strips from lot 476829 from use.

Manufacturer narrative:
The customer¿s strips were returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. Returned strips were tested with retention meter and controls. All results were acceptable and in range with no errors being activated. No malfunction or defect was observed during testing. The returned strips were also tested with venous blood. The returned strips spiked at 190 mg/dl along with retention strips from the same lot; 12 strips were tested from the returned vial and 12 strips were tested from the retention vials. Raw data was reviewed; the data from the returned vial is comparable to retention vial; no failure was observed with any of the strips tested. Returned vial average = 185 mg/dl; retention vial average = 183 mg/dl. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation was unable to find a definitive root cause for this event.